Manufacturer narrative:
Visual evaluation of product under 65x magnification showed no signs of physical defects. Mount is still attatched.

Event description:
Implant was never tight enough, was a spinner.